Manufacturer narrative:
Citation: chakravarty t et al. High-pressure post-dilation following transcatheter valve-in-valve implantation in small surgical valves. Eurointervention. 2018 jun 20;14(2):158-165. Doi: 10.4244/eij-d-17-00563. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the feasibility of high-pressure post-dilation with a noncompliant balloon after transcatheter valve-in-valve implantation in small degenerative surgical valves to optimize hemodynamics. High-pressure post-dilation (16-20 atm) of the transcatheter heart valve was performed using a non-medtronic balloon with the intent of either over-expanding or fracturing of the small surgical valve annular frame. All data were collected from a single center between november 2015 and october 2016. The study population included 30 patients (predominantly female; mean age 77.3 years), 4 of which were previously implanted with a medtronic hancock bioprosthetic valve, 4 were previously implanted with a medtronic mosaic bioprosthetic valve, and 6 were implanted with a medtronic evolut r through the transcatheter valve-in-valve procedure. No serial numbers were provided. Among all patients, adverse events included: valve-in-valve implantation (transcatheter valves placed inside the hancock and mosaic surgical valves), permanent pacemaker implantation, frontal stroke noted within 24 hours of valve-in-valve procedure with an evolut r valve, cardiogenic shock, myocardial infarction, right coronary artery percutaneous coronary intervention, stenosis, regurgitation, and high mean gradients. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.